Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance, elevated capture threshold and fracture. The lead was capped and replaced on (B)(6)2023.the patient is in stable condition.